Event description:
The nurse used the 18 gauge needle to withdraw medication from a vial with a rubber top. The needle ripped a portion of the rubber top and it went into the syringe along with the medication. The nurse saw it and did not administer the medication. This rubber portion could have gone to any of the patient's major organs, including the brain and killed the patient.